Event description:
The customer was obtaining high blood glucose results on the device. Their results were in the 400-500 mg/dl range. They were not feeling well and their spouse took them to the ER. Customer was kept overnight for observation. Controls were not used on the system. No other information was provided. The device was replaced and requested to be returned for evaluation.